Event description:
It was reported to philips that the system was unable to bootup. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) went onsite and identified that the flexvision pc was faulty, which was impacting the system's ability to boot. The fse replaced the flexvision pc and returned to philips for further analysis. The analysis identified that the frame grabber card was outdated this event cannot be linked to existing fsca. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.